Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The suspected cause was due to having a correction factor that was too low. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.